Manufacturer narrative:
Date sent to the FDA: 04/06/2011. (B)(4) - drain broke. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 47421isp, batch 47763isp, batch 48524isp, batch 48319isp, batch 48601isp, batch 48678isp, batch 48748isp.

Manufacturer narrative:
(B)(4) - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch 47421isp mfg date: 02/13/2008, exp date: 12/31/2013batch 47763isp mfg date: 04/28/2008, exp date: 05/31/2013batch 48524isp mfg date: 09/25/2008, exp date: 10/31/2013batch 48319isp mfg date: 08/08/2008, exp date: 09/30/2013batch 48601isp mfg date: 09/29/2008, exp date: 11/30/2013batch 48678isp mfg date: 10/07/2008, exp date: 11/30/2013batch 48748isp mfg date: 10/20/2008, exp date: 11/30/2013in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic sigmoidectomy and a drain was placed in (B)(6) 2009. The drain was removed on (B)(6) 2009. On (B)(6) 2011, the patient underwent routine follow-up CT scan and a 4-6 cm portion of broken drain was found to be remain in the patient&apos;s pelvic cavity. The surgeon is considering whether he should remove the drain fragment or let it remain in the patient and apos;s body.